Event description:
Caller alleges her daughter was on the scooter when it flipped over.

Event description:
Caller alleges her daughter was on the scooter when it flipped over.

Manufacturer narrative:
The device was returned and evaluated. The alleged incident could not be duplicated in an extensive test ride.

Manufacturer narrative:
The device is not available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.